Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a catheter entanglement occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. An opticross¿ imaging catheter was selected use. During percutaneous coronary intervention (pci), when pre intravenous ultrasound (ivus) was completed, the opticross¿ imaging catheter was tried to pull out. However, the guide wire was entangled and was unable to be pulled out. Subsequently, the wire and the catheter was removed together with the system. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR:the device was returned for analysis. It was returned a wire stuck in the guide wire exit hole of the catheter, however, there was no damage observed on the distal tip or guidewire exit port assembly, beside, a kink was observed in the imaging window assembly in the distal end, also, kinks were observed in the telescope assembly of the catheter. The returned wire stuck was removed in order to perform the product analysis of the catheter and a test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. It's the most probable that due to the observed kinks that the wire was stuck in the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a catheter entanglement occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. An opticross imaging catheter was selected use. During percutaneous coronary intervention (pci), when pre intravenous ultrasound (ivus) was completed, the opticross imaging catheter was tried to pull out. However, the guide wire was entangled and was unable to be pulled out. Subsequently, the wire and the catheter was removed together with the system. The procedure was completed with another of the same device. No patient complications nor injuries were reported.